Event description:
Procedure: pneumonectomy. During an emergent surgery the doctor was firing across a pulmonary vein, which was thickened due to the presence of a tumor, and the instrument appeared to have fired fine. After the specimen was removed, excessive bleeding was noted. The doctor was forced to clamp off the areas, however, due to the large amount of blood in the cavity, the doctor was not able to identify the structures he was clamping off. The surgeon noted that the pericardium was clamped inadvertently. Pt expired while in the operating room, due to excessive blood loss. Autopsy report not available at this time. Add'l info received from sales mgr. The doctor stated that an articulating instrument would have been preferable due to the difficult access to the area.